Manufacturer narrative:
E1 full hospital name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction; an e226 (scope communication error) occurred, and no image was displayed due to corrosion on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had no image. The event occurred during set up in room / before patient in room. There were no reports of patient involvement.